Manufacturer narrative:
This report is submitted on april 8, 2022.

Event description:
Per the clinic, the device was explanted (date and reason for explantation unknown). Further information is being sought from the clinic.

Event description:
Correction: the initial MDR submitted on april 08, 2022 was filed inadvertently. Only the implant magnet was explanted.

Event description:
Correction: the initial MDR submitted on april 08, 2022 was filed inadvertently. The magnet was explanted for MRI. Magnet removal for MRI is not reportable.